Manufacturer narrative:
Reporter described having just stopped at a traffic light when they heard a loud pop and the backrest on the device dropped allowing the end-user to fall back to a prone position. Reporter supplied photos of the affected component which confirmed the break to be the back hinge where the recline actuator attaches. End-user is known to remain in the device seating during vehicle transport which is against permobil's recommendation of transferring into factory vehicle seating as outlined in the c500 owner's manual. The root cause of the incident is considered excessive force being applied repeatedly to the backrest which resulted in the breakage of the backrest hinge arm. When reviewing the risk analysis, this event is considered as a low risk failure and the reported incidents support that evaluation. Replacement components have been supplied to the service provider to perform repairs and device will be returned to the end-user upon completion. The DHR was reviewed and unit was built according to specification.

Event description:
Received reports claiming as end-user was in the device seating while being transported in a motor vehicle, a loud pop sound was heard and the backrest fell flat with the end-user. It was reported the end-user was not injured when this occurred.